Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the tip of the instrument has sheared off during surgery as the pt was having a trident cup inserted as part of a total hip replacement procedure. The customer further reported that the tip of the instrument sheared off whilst the cup was being impacted, however, the surgeon was able to identify and remove all fragments. The customer added that this resulted in a 10 minute delay to surgery as the surgeon removed the fragments and the hip was thorough washed out. The customer reported that there were no adverse consequences for the pt."